Manufacturer narrative:
Conclusion: the product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. Device was disposed of by the hospital.

Event description:
The patient was undergoing an embolization procedure using penumbra coils for a carotid cavernous fistulae. During the procedure, two coils were unable to advance thru the px slim catheter therefore, they were removed from the microcatheter prior to deployment. The third coil unintentionally detached and had to be pushed in out through the catheter. The procedure was completed with no reported adverse effect on the patient.

Manufacturer narrative:
Conclusion: this device is available for return. A follow up MDR will be submitted upon completion of the device investigation. This MDR is associated with MDR 3005168196-2014-00123 and 00124.